Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: event site address:(B)(6).

Event description:
It was reported during use that cardiosave intra-aortic balloon pump was not printing. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 after further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. The event does not meet the definition of a serious incident/reportable event as a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.